Event description:
It was reported that the fiber broke. Procedure or patient outcome was not reported.

Event description:
It was reported that the fiber broke. Procedure or patient outcome was not reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the fiber returned in two pieces. The distal end of the glass fiber exhibits no signs of usage. The fiber is broken within the fiber blue outer sheath and detached at 4 feet and 5.5 inches from distal tip. The length of second piece including the connector is 7 feet and 6 inches. The fiber was tested with hene laser fixture and the aim beam is visible at the break. The break location on both pieces exhibit signs of slight melting. An evaluation conclusion code of cause not established was assigned to this investigation.